Event description:
It was reported that the back rail fractured upon implantation.

Event description:
It was reported that the back rail fractured upon implantation.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no relevant issues were identified in the manufacturing records. Visual inspection indicated one of the two back rails of the implant which is intended to connect with the navigator inserter is completely fractured off of the cage. The fractured rail was not returned. Conclusion: it was reported that this implant broke during impaction. The plausible root cause of the reported event is user related, specifically excessive impaction force.